Event description:
It was reported that the patient felt dizzy and had syncope. The patient went to the hospital. It was noted there was intermittent capture on the electrogram, and the doctor considered the battery depletion issue. The patient presumed the device battery should last longer than warranty. The doctor treated the patient with an external pulse generator and a device replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. The analysis found the battery depletion was normal.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.